Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed by engineering. The reported problem (service code 102) was unable to be duplicated. Upon investigation the monitor was displaying a service code 102, and failed incoming functional testing. However, engineering was unable to reproduce failure. The monitor was fully functional. The root cause could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) has been completed. The reported problem service code 102 has been confirmed. Upon investigation the monitor was displaying a service code 102, and failed incoming functional testing. The monitor has been sent to engineering for further investigation. A supplemental MDR will be sent upon completion of the root cause investigation by engineering. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor was displaying a service code 102. A us distributor returned a patient's monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem service code 102 has been confirmed. Upon investigation the monitor was displaying a service code 102, and failed incoming functional testing. The monitor has been sent to engineering for further investigation. A supplemental MDR will be sent upon completion of the root cause investigation by engineering. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor was displaying a service code 102.